Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient¿s blood glucose (bg) read high on pdm (personal diabetes manager) indicating bg level >500 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Patient was seen by a healthcare professional at the hospital on (B)(6) 2017 due to high bg levels and subsequent vomiting. The patient's hyperglycemia was treated with intravenous drip. Bg levels subsequently reduced to 290 mg/dl after pen injection. Patient was discharged and removed from the pod for 3 consecutive days. Patient then re-applied insulin therapy with pods.